Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that there was crack on insulin pump where the reservoir goes in. The customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.